Event description:
A passeo-18 balloon catheter was chosen for treatment of a severely calcified lesion (100 percent stenosis degree) in the mildly tortuous distal popliteal artery. It was not possible to inflate the passeo-18 balloon catheter due to a balloon rupture. Originally reported on MDR-1028232-2022-02569, but the device information was incorrect. Submitting this report with the correct information and closing original report.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the returned instrument is severely deformed at the tip. The balloon is slightly unfolded, and blood was found inside of the inflation lumen and in the balloon lumen. Pressure could not be built up as a leakage was observed in the shaft. On the proximal balloon weld, the shaft shows a deep tear, reaching through the wall of the shaft, causing the leakage. A long longitudinal scratch was observed following the tear in proximal direction. Review of the product release documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Further, the delivery system is visually checked to 100% for damages. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.